Manufacturer narrative:
The serial number of the cobas e411 disk is (B)(6). The field service engineer (fse) replaced the measuring cells and performed preventive maintenance. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys insulin (insulin) results from two patient samples tested on the cobas e 411 analyzer (disk system). The initial results were not reported outside of the laboratory. Sample 1 on (B)(6) 2024, the initial result from the analyzer was <0.200 uiu/ml. The repeat result from the siemens atellica was 10.17 uiu/ml. Sample 2 on (B)(6) 2024, the initial result from the analyzer was <0.200 uiu/ml. The repeat result from the siemens atellica was 16.55 uiu/ml. The repeat results from siemens atellica were deemed correct.

Manufacturer narrative:
Medwatch fields d. Device identification, g1 and g4 PMA / 510k (premarket numbers) were updated. The investigation determined the event was due to a worn-out measuring cell. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.